Event description:
It was reported that an ilet user had the system disconnected for a week and, upon reconnection, the dexcom g7 continuous glucose monitor would not connect, showing prompts to connect cgm or enter blood glucose; the agent assisted with starting a new sensor and provided the pairing code. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no medical intervention or hospitalization. Investigation included customer service troubleshooting and user education. Investigation of this case revealed the cgm was not paired and required a new sensor start and pairing to restore communication. It was concluded that the issue was related to cgm connectivity and pairing rather than a malfunction of the ilet pump, and the user was advised to monitor for reconnection after sensor start.